Manufacturer narrative:
(B)(4). The ventilator was evaluated by a third party. It was reported that the oxygen sensor was replaced and the ventilator passed self testing. Medtronic was not authorized to conduct the repair. The evaluation and repair will be completed by a non-medtronic service provider. The reported complaint could not be confirmed.

Event description:
It was reported that the ventilator generated an oxygen sensor error. Patient involvement information was not provided by the customer.